Event description:
A us distributor reported that a patient's electrode belt was damaged.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (damaged te pad/sensing electrode) has been confirmed. Upon investigation the electrode belt the r1 component on the ECG "d" cable was measuring open. The root cause for the open r1 could not be positively identified. No adverse event resulted from the damaged belt.